Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging an "error 2" message. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found, the alleged malfunction could not be duplicated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.